Event description:
Incident as reported: laparoscopic oophorectomy - "after introduce the kbbt trocar and try to stablish the pneumo, can be not stablish because the balloon was broken. The procedure was change after the incident by open surgery, with the follow inconvenience for the pt." Pt status: the pt must be operated by open surgery instead the laparoscopic surgery, the pt was translated to the room normally.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.